Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Friend of end user called in stating that the casters were shattered on the lift.